Event description:
Alert: right ventricular tip to right ventricular coil lead impedance warning on (B)(6) 2025. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).